Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right coronary artery. A 3.00 x 16mm synergy ii drug-eluting stent was advanced to treat the lesion. However, the physician felt some resistance. The device was removed from the patient's body to perform further dilatation. As the stent was removed, it got dislodged inside a non-bsc hemostasis valve. The hemostasis valve was removed from the guide catheter and the dislodged stent was removed from the hemostasis valve. The hemostasis valve was reconnect and the procedure was completed with another 3.00 x 20mm synergy ii drug-eluting stent. No patient complications were reported and the patient's status was good.